Event description:
Healthcare professional (hcp) reported the tip of the xen implant is blunt against the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.